Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. Physio-control determined that the likely cause of the reported issue was due to the battery. The customer received a replacement battery. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device displayed a blank battery indicator and service indicator. The device would also not power on. There was no patient use associated with the reported event.